Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation determined the calibrator values were not correctly updated with the lot used. The user changed the calibrator lot material but did not update the data. No adverse events were reported.

Event description:
The user received questionable calcium results for an unknown number of patient samples from the cobas c501 serial number (B)(4). Data was provided for seven patient samples which were discrepant. All results are in mg/dl. Patient sample 1 initial result was 5.3 and the repeat result was 9.1. Patient sample 2 initial result was 6.2 and the repeat result was 9.1. Patient sample 3 initial result was 4.2 and the repeat result was 8.5. Patient sample 4 initial result was 4.1 and the repeat result was 8. Patient sample 5 initial result was 5.7 and the repeat result was 10. On (B)(6) 2011, patient sample 6 initial result was 5.4 with a data flag. The repeat result was 9.2. On (B)(6) 2011, patient sample 7 initial result was 5.5 with a data flag. The repeat result was 10.1. The repeat results were considered to be the correct. It was unknown if the erroneous results were reported outside the laboratory. No adverse events were alleged regarding the issue.